Event description:
It was reported that this electrode was noted to have dislodged on x-ray. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode was discarded and will not be returned.